Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a safety clamp open could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that a secondary infusion of vancomycin was started; however, fluid was found flowing from both the primary and secondary bags. The primary bag was lowered, the vent on the secondary drip chamber was opened, the primary set was clamped; however, the fluid continued to pull from both bags. The IV set was replaced and loaded into the same module, the device alarmed for ¿safety clamp open¿. The device was replaced, the infusion restarted on a different module without issues. The patient received 180 ml of normal saline during troubleshooting. The physician was notified, no medical interventions required and the patient was monitored.. There was no report of patient harm. The device was evaluated by biomed.